Event description:
Per contact the button tube was severed from the strap. The parent alleges this occurred while the pt was sleeping. The dr was able to remove the device percutaneously. The button had been placed in the pt for approx 3 months.